Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the device passed all tests on the automated tester. Conclusion: the reported error was confirmed by log analysis. However the error which triggered the reported error could not be repeated.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display had pinched wires, the encoder flex was creased due to the turning in the upper case, the upper case was damaged around the encoder shaft area. (B)(4).